Manufacturer narrative:
Initial conclusions allege that the event was caused by improper use of the irc5lxo2 concentrator; operator error. Smoking while the concentrator was in use. The user manual pn 1143482-h-00 states, "do not smoke while using this device". In conclusion, it appears that the underlying cause of the event was that the end user failed to adhere to the warnings in the user manual. Should additional information become available, a supplemental record will be filed.

Event description:
The complaint alleges that the end user was smoking while using the concentrator and caught himself on fire and ended up passing away. The dealer confirmed that there is smoke damage to the unit.

Manufacturer narrative:
The irc5lx02 was returned for an expanded evaluation.  There was no evidence of fire or any plastic deformation throughout the interior or exterior of the concentrator.  The concentrator functioned within specification.  Based on results of the evaluation it was determined the event was not caused by a malfunction of the device.

Event description:
The complaint alleges that the end user was smoking while using the concentrator and caught himself on fire and ended up passing away. The dealer confirmed that there is smoke damage to the unit. The provider called on (B)(6) 2017 and states the unit is also infested with cockroaches. Provider was asked to use roach bomb and leave it for 24-48 hours so they die and then ship it back.